Manufacturer narrative:
Device evaluation summary: all the equipment was fully functional. It was refurbished, retested and restocked. The device properly detected, alarmed for, and treated ventricular fibrillation. The device also properly detected and alarmed for asystole. The asystole event declared is attached. Additional device manufacture date: electrode belt: 10/2010. Conclusion: a (B)(6) man received an appropriate shock during an episode vf. The arrhythmia was not converted to a life-sustaining rhythm and the pt subsequently passed away. Treatment was delayed by response button use while the pt was in vf and the arrhythmia onset was not captured due to the lifevest's power being cycled. Post-shock asystole is also a known complication of defibrillation.

Event description:
A (B)(6) male received one shock for ventricular fibrillation. The pt later expired due to asystole.